Event description:
Boston scientific received information that this left ventricular (lv) lead displayed an increase in thresholds and high out of range pace impedances. The patient's device is close to elective replacement time (ert) so the lv lead will be addressed at the device change out. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that this lead was successfully capped and replaced during an elective device upgrade procedure. No adverse patient effects were reported.

Manufacturer narrative:
All available information suggests that this lv lead remains implanted and in service. This report will be updated when further information is received.